Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the equipment overheated and shut down on its own. An advisory message also displayed. The equipment was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative calibrated the equipment and calibrated the temperature the system as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on march 17, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).